Manufacturer narrative:
No device-related issues were identified through the evaluation of the left ventricular assist system (lvas) a specific cause for the patient's infection could not be conclusively determined. The pump was returned assembled with the driveline (dl) cut approximately 1 inch from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch report represents the pump pocket infection and subsequent outcome of a heart transplant. The referenced report of driveline infection with revision is covered under medwatch MFR report #2916596-2017-03343. (B)(4). Approximate age of device - 1 year and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was elevated to status 1a on the heart transplant list due to a previously unreported pump pocket infection. On (B)(6) 2017, the patient received a heart transplant. A driveline infection was first diagnosed in (B)(6) 2016. On an unspecified date, the patient had an incision and drainage and driveline revision procedure. Cultures grew staphylococcus epidermidis and the patient was treated with vancomycin and levaquin. The patient had another course of intravenous antibiotics (meropenem and daptomycin) which was completed on (B)(6) 2017. On (B)(6) 2017, a culture tested positive for pseudomonas aeruginosa. The patient was treated with meropenem and treatment was completed on (B)(6) 2017. It was reported that the patient had been on oral cipro suppressive therapy. No additional information was provided.